Manufacturer narrative:
Additional narrative: (B)(4). Reporter¿s complete mailing address is unknown, reporter¿s phone number is unknown. The actual device was returned for evaluation. The device was evaluated and it was observed that the device was blocked, jammed and heavy moving. It was also noted that the device failed pre-test for air leak, triggers for forward and reverse mode, power with test bench and starting behavior. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the lower trigger on the compact air drive device remained stuck. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.